Event description:
(B)(4). Weight gain, loss of memory, rash, bloated stomach, cramping, heavy bleeding, anxiety, depression, loss of libido, horrible mood swings. All of these things began roughly two years after having my essure coils placed. I have had to take anti-anxiety medication, as well as birth control to help with all of my crazy symptoms. After confirmation that my issues maybe a result of essure , my doctor recommend a hysterectomy, with removal of the coils, tubes and uterus. Surgery took place on (B)(6) 2017.